Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  waist was observed on deployed valve. It confirmed the under expansion of valve.  Calcification was observed at the waist area. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints. A review of complaint history from february 2019 to january 2020 revealed no other returned complaints for sapien 3 ultra valve for deployment difficulty, underexpansion and increased gradient.  A review of the complaint history revealed that the occurrence rate did not exceed the january 2020 control limit for the trend categories. During manufacturing, frame components were 100% visually inspected by both manufacturing and quality for any defects. Leaflets were 100% tested.  During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions. Valves were 100% visually inspected before and after being attached to holder. Prior to final packaging, 100% visual inspection was performed. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve deployment difficulty ¿underexpansion and increased gradient were confirmed based on the imagery and medical report. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Per imagery review, a waist was observed on the valve after the thv deployment due to the constraint of calcification, so the thv under expansion was confirmed. Under expanded thv canreduce ava (aortic valve area), consequently leading to increasedmg (mean gradient). As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and the occurrence rate did not exceed the control limits for applicable trend categories, no corrective or preventative action and no product risk assessment are required.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the increased gradient cannot be determined, however, it may be related to patient and or procedural factors (cardiac remodeling, under expansion of valve). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in canada, post implant with a 23mm sapien 3 valve in the aortic position, echocardiogram (tte) showed increased mean gradient of 24 mm hg.  On 30 day follow up, tte showed a mean gradient of 29 mmhg.  The patient was symptomatic and a balloon valvuloplasty is planned. Thrombus was not suspected and the event was related to possible under expansion of the valve.